Event description:
The patient was reimplanted on (B)(6) 2012. According to additional information received with the explantation the patient suffered from meningitis following otitis media. The patient is under immune suppression. To avoid recurrent meningitis due to possible biofilm formation the device was explanted. According to current available information the patient has now recovered from the meningitis and is doing fine.

Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device analysis will be submitted as a follow-up report.